Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "frozen" on the quick bolus page. The customer's blood glucose was 282 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.